Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was programmed off due to placement of a left ventricular assist device (lvad). The boston scientific (bsc) local area representative was contacted to turn therapy back on following the procedure; however, device interrogation noted baseline noise and oversensing on primary and secondary vectors due to interaction/close proximity of the lvad to the sicd. Alternate vector appeared to show appropriate sensing with no noise; therefore, programming to alternate 2x is recommended once therapy is programmed back on. The patient is receiving ongoing treatment in the hospital and is being closely monitored at this time. A bsc technical services (ts) discussed issues that can occur when an sicd and lvad are implanted concomitantly. The consultant provided recommendations for device interaction testing after lvad implant which should be considered if it has not been tested. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was programmed off due to placement of a left ventricular assist device (lvad). The boston scientific (bsc) local area representative was contacted to turn therapy back on following the procedure; however, device interrogation noted baseline noise and oversensing on primary and secondary vectors due to interaction/close proximity of the lvad to the sicd. Alternate vector appeared to show appropriate sensing with no noise; therefore, programming to alternate 2x is recommended once therapy is programmed back on. The patient is receiving ongoing treatment in the hospital and is being closely monitored at this time. A bsc technical services (ts) discussed issues that can occur when an sicd and lvad are implanted concomitantly. The consultant provided recommendations for device interaction testing after lvad implant which should be considered if it has not been tested. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.additional information was received that no further evaluation of the sicd has been completed and the device remains programmed off and will remain off until further notice. No additional adverse patient effects were reported.